Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. The customer's blood glucose was 300 mg/dl and declined to 50 mg/dl. Customer treated their blood glucose with a manual injection. Customer stated the bolus and basal deliveries were not effective in controlling their blood glucose. Troubleshooting did not find any issues with the insulin pump. Customer was able to observe insulin exiting with a fill cannula. Customer's current blood glucose was 279 mg/dl. The insulin pump will not be returned for analysis.